Event description:
Note: this report pertains to one of three reportable events, refer to associated manufacturer report# 3005099803-2010-01827 and 3005099803-2010-01828, that occurred during an ercp ( endoscopic retrograde cholangiopancreatography) performed (B)(6), 2010 on an (B)(6) female patient. According to the complainant, three extractor retrieval balloons burst during the procedure. The first and second balloons burst while sweeping the biliary duct. The third balloon burst when attempting to inflate the balloon inside the biliary duct. It is unknown how the procedure was completed. Attempts to obtain additional information have been unsuccessful to date. If any information should be made available regarding the outcome of the procedure or patient complications or condition following the event, supplemental MDR report will be filed.

Event description:
Note: this report pertains to one of three reportable events, refer to associated manufacturer report# 3005099803-2010-01827 and 3005099803-2010-01828, that occurred during an ercp (endoscopic retrogradecholangiopancreatography) performed (B)(6), 2010 on an (B)(6) old female patient. According to the complainant, three extractor retrieval balloons burst during the procedure. The first and second balloons burst while sweeping the biliary duct. The third balloon burst when attempting to inflate the balloon inside the biliary duct. It is unknown how the procedure was completed. Attempts to obtain additional information have been unsuccessful to date. If any information should be made available regarding the outcome of the procedure or patient complications or condition following the event, supplemental MDR report will be filed.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: a review of the complaints database for similar complaint determined there were no adverse trends for this defect type. A visual examination of the returned complaint device confirmed the device was from lot 13071660. Observation of the balloon portion of the device revealed the balloon had burst, as the balloon was detached from the catheter on one end. There was no other damaged noted on the device. The condition of the returned device is consistent with the reported event that the balloon burst. The most probable root cause was determined to be operational context.